Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached eri (elective replacement indicated) after two years of implant time. Dissatisfaction with respect to device longevity was expressed.